Event description:
It was reported that, two fibers were plugged in and failed to work. The fibers were described to be broken. The fibers were replaced and the procedure was completed with another of same model. There were no patient complications. This complaint refers to the first fiber break.